Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. At the time of sheath setting, the hemostatic valve was detached and there was reverse bleeding. The issue was resolved by changing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium to another one. The procedure was completed without patient's consequence. The bwi product analysis lab received the device for evaluation on 02-nov-2021. The device evaluation was completed on (B)(6)-2021. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve separation issue occurred. At the time of sheath setting, the hemostatic valve was detached and there was reverse bleeding. The issue was resolved by changing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium to another one. The procedure was completed without patient's consequence. Additional information: the valve was dislodged. The hemostasis valve(gasket) did not break into two or more separate pieces. The hemostatic valve detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. A few drops, but the exact amount is unknown. No intervention was required to stop the bleeding. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).